Manufacturer narrative:
The device has not been returned for evaluation. The construct was not modified. Fusion appears to be progressing despite the minor loss of fixation minor loss of fixation. Review of labeling notes: "...potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries" "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation" device not returned.

Event description:
On (B)(6) 2013 a (B)(6) year old female patient underwent a 4 level procedure from c3 to c7 spine levels. During a 24-month follow up appointment it was discovered the screws at the c7 level had began to back out slightly compared to the 1 year follow up. The loosened screws remain in the patient. No plan for revision is known. No patient injury has been reported.